Event description:
A hemodialysis user facility has reported an event that occurred with this tubing set. It has been learned that the pt was hooked up and when the staff disconnected the line from the catheter, it was noted that some pieces of the tubing had broken off into the catheter. Also, it has been learned that those pieces were able to be removed by the staff from this pt's catheter with no harm to this pt. The pt is fine. The pt was and is able to continue hemodialysis as ordered. The technician who reported this event had also mentioned that possibly, a staff member may have pushed the end of the tubing set in to tightly. A sample is available for eval.